Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer displayed not detected on bus. A hard reset of the machine was performed, but the failure continued to occur multiple times over the past 24 hours. The drawer was again showing the message not detected on bus. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 27-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 1.1 was not detected on bus. A field service engineer (fse) found no failures when arriving at the unit, so reseated all the cables to the back boards, replaced the controller board for drawer 1.1, and retightened and secured the solenoid cable with a zip tie. Fse ran a final test on the hardware test application, which passed, and the user successfully completed the inventory for the entire drawer. The system functioned as intended after the field service engineer repaired the device.